Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, possible causes includes damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Based on the results of the investigation and historical data possible causes includes, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during inspection for use for an undisclosed procedure, the deflectable videoscope had noise appearing in the video image. Image distortion occurs when moving the cable. There were no reports of patient harm